Event description:
Additional information was received, information that this patient reported hearing tones from their device, which was likely due to the ongoing issue of high low impedances on this right ventricular lead. A procedure was performed to address the issue. The chronic pulse generator was noted to have shorted due to the lead issue, was therefore removed. A new device was attempted for implant and tested with the chronic rv lead, however, this device also shorted and needed to be removed. The lead was therefore surgically abandoned and a new rv lead and device were both implanted successfully. No adverse patient effects other than the additional procedure were reported.

Manufacturer narrative:
Event resolution has been requested from the field representative who later reported that the physician will continue to routine checks and nothing has been done further to this point. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
The lead was surgically abandoned. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this implantable cardioverter defibrillator (ICD) detected a low shock impedance on this right ventricular (rv) lead. No adverse patient effects were reported.